Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional details were requested regarding the reported event. At this time, no additional information is able to be provided. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and due to the reported phenomenon was not reproduced during evaluation, a specific root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii duodenovideoscope forceps elevator does not move down at all, loose elevator-does not go down during a therapeutic procedure. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: cut at switch button 1, low angulation, distal end plastic cover minor dents, advanced diagnostics removed hold ring, objective lens discolored, light guide lens has tiny chips at the edge, bending section cracks, and light guide tub has minor dents. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.